Manufacturer narrative:
(B)(4). Investigation: a trima accel disposable set was returned for investigation. Upon visual inspection of the set, it was assembled correctly and no defects were noted. There were no kinks or leaks in the set observed. Root cause: definitive root cause of this failure remains undetermined at this time. This incident is related to a "first cycle seen too soon" alarm. This alarm is generated by an early detection of fluid at the upper level sensor. Potential causes include but are not limited to: air block in the plasma line, centrifuge was stopped during first cycle, upper level sensor that requires cleaning, an operator spiking the ac prior to the system prompt, interaction between the disposable set and equipment. Corrective/preventative action: the issue is known and has been addresses in version 6.0 software.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During the procedure, the cassette pool was completely full at the end of the 3rd cycle. Received an alarm 41 irrecoverable error. Operator was obliged to disconnect donor. There were 2 occurrences of this event. (B)(4).

Manufacturer narrative:
(B)(4). Investigation: a trima accel disposable set was returned for investigation. Upon visual inspection of the set, it was assembled correctly and no defects were noted. There were no kinks or leaks in the set observed. Root cause: definitive root cause of this failure remains undetermined at this time. This incident is related to a "first cycle seen too soon" alarm. This alarm is generated by an early detection of fluid at the upper level sensor. Potential causes include but are not limited to: air block in the plasma line, centrifuge was stopped during first cycle, upper level sensor that requires cleaning, an operator spiking the ac prior to the system prompt, interaction between the disposable set and equipment. Corrective/preventative action: the issue is known and has been addresses in version 6.0 software.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During the procedure, the cassette pool was completely full at the end of the 3rd cycle. Received an alarm 41 irrecoverable error. Operator was obliged to disconnect donor. There were 2 occurrences of this event. (B)(4).